Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to request assistance with programming the insulin pump and completing prime. During the call, the customer reported that she experienced high blood glucose of 429 mg/dl due to the insulin pump not delivering insulin. She was assisted with set up request. Customer treated with 10 insulin units.